Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
A general report was received for leaking on a primary plum set. The quantity of affected devices is unknown, but thought to be between 5-10 devices. Some of the devices have leaked immediately and others have leaked an hour or so into the infusion when carboplatin was infusing. There is no reported harm. No additional information has been provided.

Manufacturer narrative:
It was initially reported the device would be returned, however no product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed. The reported filter leak was not confirmed by investigation. A batch record review was performed to lot# 925775h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.